Manufacturer narrative:
The associated product was not returned for evaluation; however, case images were provided and analyzed. The provided fluoroscopic images were reviewed and show the aneurysm being accessed. Subsequent images show the presence of extravascular contrast seen outside the parent artery consistent with the hemorrhage of either the parent vessel or aneurysm, which is consistent with the reported complaint. The mechanism nor specific location of the hemorrhage could not be definitively concluded with the given information. It could not be confirmed from the given images if the pusher broke as described in the complaint. Based on the investigation, findings, and the available information, the reported complaint could not be verified. As a result, the root cause of the failure or the product's involvement in the adverse event could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies hemorrhage and death as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil was advanced into the aneurysm, tested, and detached. When the pusher wire was retracted, the distal end remained inside of the microcatheter. The microcatheter was retracted while pulling the distal end away from the aneurysm and a portion of the coil into the parent artery. The pusher wire fragment fell out of the microcatheter, and was successfully retrieved with a snare device. The coil was retracted into the microcatheter by means of inflating a balloon at the tip, and removing the balloon along with the microcatheter. A hemorrhage was noted on an angiogram. A balloon was inflated to stop the hemorrhage prior to the placement and removal of a ventriculostomy drain. Protamine was administered, and a nicardipine infusion was started. The patient died the day after the procedure. The cause of the death is unknown.